Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Painful on private part (when extracting)- vaginal [vulvovaginal pain]. Painful on private part (when extracting) - tampon [medical device site pain]. Painful on private part when extracting [complication of device removal]. Tampon does not remain compact, opens completely [device physical property issue]. Case description: consumer reported via e-mail that tampon does not remain compact and opens completely during removal. No serious injury reported.

Event description:
Painful on private part (when extracting)- vaginal [vulvovaginal pain]. Painful on private part (when extracting) - tampon [medical device site pain]. Painful on private part when extracting [complication of device removal]. Tampon does not remain compact, opens completely [device physical property issue]. Case description: consumer reported via e-mail that tampon does not remain compact and opens completely during removal. No serious injury reported lot numbers: 124424302664, 01/09/2021, e09/2026.

Manufacturer narrative:
A product investigation is in progress.